Manufacturer narrative:
Fac technician performed further evaluation and was unable to replicate any issue with interface pcba received. No root cause could be determined.

Event description:
The customer contacted physio control to report that their device would sometimes not power on when the on/off button is pressed. Other times, when the device is switched on, the display would not be clear. In this state, the device may not be able to provide defibrillation therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing interface board, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio control to report that their device would sometimes not power on when the on/off button is pressed. Other times, when the device is switched on, the display would not be clear. In this state, the device may not be able to provide defibrillation therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no information was provided.